Manufacturer narrative:
Retainer: black. Customer returned insulin pump for an alleged the insulin pump alarmed pump error 43 and pump error 3 found on (B)(6) 2021. The insulin pump powered up after battery installation and displayed a flashing medtronic logo. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 alarm, pump error 3 alarm, and download history files and traces using thump due to flashing medtronic logo. The insulin pump was cut open to perform visual inspection and found moisture damage pcba 1, the motor, and force sensor. A test p-cap locks into the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained serial number label, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Flashing medtronic logo due to moisture damage on the electronic assembly (pcba 1). Unable to verify pump error 43 and 3 alarms due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that insulin pump was not exposed to high magnetic field. Customer stated that they were able to clear the alarms but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.